Manufacturer narrative:
Concomitant medical products: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
It was reported that patient had their implantable neurostimulator (ins) repositioned in (B)(6) 2010. No patient symptoms were reported. The indication for use for the implanted device was noted as failed back surgery syndrome. No further details, interventions, or an outcome were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received a supplemental report will be filed.